Event description:
Clip misfired causing jaw to jam in the closed position on the cystic duct. Surgeon placed another port into pt and was able to place a competitors clip behind the jaws. Surgeon then removed jaws from cystic duct. No further pt complication or injury was reported.